Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a sub-q infusion set experienced an occlusion. The patient contacted the customer technical support line regarding an occlusion alarm. It was determined through troubleshooting that the occlusion was located in the tubing. The patient changed the tubing set and the occlusion alarm was resolved. Due to elevated blood glucose levels in the 300's mg/dl, the customer also administered an insulin injection to correct blood glucose levels. There were no ketones present. No further adverse health outcomes were experienced. See MFR 3012307300-2016-00102 and 3012307300-2016-00019.